Event description:
Customer reported device = 204 mg/dl. Within an hour customer's family member noticed customer was not acting normal. Paramedics were called. Paramedics device = 25 mg/dl. Paramedics treated with an IV and transported them to the hospital. No controls were used. A request was made for return product and replacement product was sent.